Manufacturer narrative:
The catheter was returned and the balloon burst was confirmed. It was a clean longitudinal burst that is typically seen in over pressurization. A reserve sample catheter was pulled from stock and tested for rbp. The labeled rbp for this device is 2 atm. The sample catheter was brought up to 2 atm and left on pressure for 3 minutes with no issues. The catheter was then taken up to 3 atm and over until it burst. The balloon did not burst until 3.5 atm, and it was a clean longitudinal burst. It was specified in the report that the physician did not use an inflation device with pressure gauge as specified in the instructions for use. Instead they used a "control syringe."

Event description:
Balloon ruptured. Rupture occurred during inflation og stenotic aortic valve (1.2 atm).